Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('tremendous pain which is always continuous (pain starts from the bone where my leg starts and runs downwards)') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain in extremity (seriousness criterion medically significant) and muscle spasms ("pain starts from the bone where my leg starts and runs downwards with cramps"). Essure (ess205) treatment was not changed. At the time of the report, the pain in extremity and muscle spasms had not resolved. The reporter provided no causality assessment for muscle spasms and pain in extremity with essure (ess205). The reporter commented: she experienced the events after entering menopause. She has stopped walking because the pain is unbearable. Diagnostic results (normal ranges are provided in parenthesis if available): investigation on an unknown date: physicians have no explanations for the problems. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('tremendous pain which is always continuous (pain starts from the bone where my leg starts and runs downwards) in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain in extremity (seriousness criterion medically significant) and muscle spasms ("pain starts from the bone where my leg starts and runs downwards with cramps"). Essure (ess205) treatment was not changed. At the time of the report, the pain in extremity and muscle spasms had not resolved. The reporter provided no causality assessment for muscle spasms and pain in extremity with essure (ess205). The reporter commented: she experienced the events after entering menopause. She has stopped walking because the pain is unbearable. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: physicians have no explanations for the problems. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('tremendous pain which is always continuous (pain starts from the bone where my leg starts and runs downwards)') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain in extremity (seriousness criterion medically significant) and muscle spasms ("pain starts from the bone where my leg starts and runs downwards with cramps"). Essure (ess205) treatment was not changed. At the time of the report, the pain in extremity and muscle spasms had not resolved. The reporter provided no causality assessment for muscle spasms and pain in extremity with essure (ess205). The reporter commented: she experienced the events after entering menopause. She has stopped walking because the pain is unbearable. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: physicians have no explanations for the problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.